Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and performed bicarbonate buffer test per. Sensor passed with accurate readings. Also found cannula bent. Senor was unable to confirm in said condition due to customer returned opened. Observed cannula split from tubing.

Event description:
The customer reported via phone call of sensor errors. The customer's blood glucose reading was unknown. The customer stated that one of her sensor stated sensor error while the other stated cal error. The customer was advised that the sensor may not be working, dislodged, bent or retracted or damaged.